Event description:
A hemodialysis inpatient user facility has reported that during treatment the blood pump stopped and alarmed arterial pressure. The machine was "re-set." The blood pump stopped a second time. Issue was addressed before machine could alarm a second time. It was then noticed that air was inside the bloodline tubing. A blood clot was also noted in the venous line. The blood in the arterial line was returned to the pt, the venous line was not returned resulting in an estimated blood loss that was 200 ml. The pt had no adverse effects and no med intervention was required. The pt completed treatment on the same machine with a new set-up with no further issues. The pt was asymptomatic and no intervention was required. The issue could not be duplicated when the machine was tested and no repairs were made. The machine has been returned to service with no further issues.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation. It is unclear how this event could have occurred as it has been reported. The initial follow up from the rn alleges "arterial pressure alarm" which indicates the machine sensed insufficient pressure from the blood coming from the pt which would typically occur if the fistula needle was impeded in some way. This can cause turbulence in the lines leading to the occurrence of air bubbles. The air detector alarmed appropriately to indicate the level of blood in the venous chamber had dropped and the venous clamp below that chamber is designed to clamp off the contents of the venous chamber before it enters the venous portion of the pt line (the blood return portion) making it unlikely any air would be present in this area. The presence of a "clot" in the venous chamber is not an unusual occurrence and is dependent on adequate heparinization of the blood and blood flow from the fistula. The machine was used again after the second system set up without issue and the issue could not be duplicated by the res. No repairs were made to the machine.